Event description:
Low profile quattro spike - long - no long obturator, only medium length in set - tips bent while using in patient, no parts broken, only bent, part taken out of service. No harm to the patient. Or staff was told by the globus rep. That this happened because the rod used to protect this instrument wasn't inserted all the way down, and once the mallet was used to insert it ¿ it bent the end of the instrument. The staff was told to take an x-ray to make sure there were no particles, even though globus rep. Stated it only bent down. Low profile quattro spike long globus medical.